Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). During processing this complaint, attempts were made to obtain complete event information; the physician commented that this was not a device quality related issue. Investigation of the device could not be conducted since the device was not returned to the manufacturer. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it is presumed that pulling force exceeding the product's design limit might be inadvertently given to the guidewire while the tangled tip of the guidewire was caught by the catheter tip. There was no indication of product deficiency. The IFU states: -[warnings]when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction. -[warnings]do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, -[malfunction and adverse effects]separation or breakage of the guide wire.

Event description:
During ppi for treating a heavily calcified 90-99% stenosis, an asahi guidewire was advanced into the lesion. The guidewire could not cross the lesion so that several other catheters were advanced alternately in an attempt to cross the lesion. When a catheter was advanced into the lesion, the tip of the guidewire formed a knuckle shape and got tangled. The physician attempted to remove the guidewire; the tangled tip was caught by the catheter and got separated. The physician tried to retrieve the tip fragment by using several guidewires in parallel but failed. On (B)(6) 2016, another attempt to retrieve the tip fragment was made but it went unsuccessful again. The physician decided to leave tip fragment inside the vessel.